Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), pain ("pain: chronic"), bladder disorder ("bladder problem") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (had mine for 13 years). Essure (ess205) was removed. At the time of the report, the back pain, menorrhagia, abdominal distension, urticaria, dermatitis allergic, psychological trauma, pain, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment pain, menorrhagia, allergy: rash/skin condition, psych injury. The patient did not have her essure removed, however, is currently planning for removal due to pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added, case non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain / if I stand to long my back kills me') and endodontic procedure ('she had 4 root canal and 2 were in the same mouth ') in an adult female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse. Concurrent conditions included acid reflux (oesophageal). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/bloating ebelly"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), pain ("pain: chronic"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), mass ("all kinds of lumps"), hypoaesthesia ("numbness in both hands ") and paraesthesia ("pins and needles in both hands "), was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss") and underwent endodontic procedure (seriousness criterion medically significant). The patient was treated with surgery (had mine for 13years). Essure (ess205) was removed. At the time of the report, the back pain, heavy menstrual bleeding, abdominal distension, urticaria, dermatitis allergic, psychological trauma, pain, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased, arthralgia, mass, hypoaesthesia, paraesthesia and endodontic procedure outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, endodontic procedure, fatigue, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, mass, pain, paraesthesia, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment pain, menorrhagia, allergy: rash/skin condition, psych injury. The patient did not have her essure removed, however, is currently planning for removal due to pain and complications. Date(s) of insertion: (B)(6) 2005,(B)(6) 2005, (B)(6) 2005(as pif) discrepancy noted insertion details-right 8 left 5 were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: medical record received. New reporter, medical history and lot number were added. Reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/bloating ebelly"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), pain ("pain: chronic"), bladder disorder ("bladder problem"), tooth disorder ("dental problems") and mass ("all kinds of lumps") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (had mine for 13years). Essure (ess205) was removed. At the time of the report, the back pain, menorrhagia, abdominal distension, urticaria, dermatitis allergic, psychological trauma, pain, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased, arthralgia and mass outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, mass, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment pain, menorrhagia, allergy: rash/skin condition, psych injury. The patient did not have her essure removed, however, is currently planning for removal due to pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: all kinds of lumps. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain / if I stand to long my back kills me') and endodontic procedure ('she had 4 root canal and 2 were in the same mouth') in an adult female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse. Concurrent conditions included acid reflux (oesophageal). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/bloating ebelly"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), pain ("pain: chronic"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), mass ("all kinds of lumps"), hypoaesthesia ("numbness in both hands") and paraesthesia ("pins and needles in both hands"), was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss") and underwent endodontic procedure (seriousness criterion medically significant). The patient was treated with surgery (had mine for 13 years). Essure (ess205) was removed. At the time of the report, the back pain, heavy menstrual bleeding, abdominal distension, urticaria, dermatitis allergic, psychological trauma, pain, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased, arthralgia, mass, hypoaesthesia, paraesthesia and endodontic procedure outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, endodontic procedure, fatigue, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, mass, pain, paraesthesia, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment pain, menorrhagia, allergy: rash/skin condition, psych injury. The patient did not have her essure removed, however, is currently planning for removal due to pain and complications. Date(s) of insertion: (B)(6) 2005,(B)(6) 2005, (B)(6) 2005 (as pif) discrepancy noted insertion details-right 8 left 5 were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased, medical device removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain / if I stand to long my back kills me') and endodontic procedure ('she had 4 root canal and 2 were in thesame mouth ') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/bloating ebelly"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), pain ("pain: chronic"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), mass ("all kinds of lumps"), hypoaesthesia ("numbness in both hands ") and paraesthesia ("pins and needles in both hands "), was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss") and underwent endodontic procedure (seriousness criterion medically significant). The patient was treated with surgery (had mine for 13years). Essure (ess205) was removed. At the time of the report, the back pain, menorrhagia, abdominal distension, urticaria, dermatitis allergic, psychological trauma, pain, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, weight increased, weight decreased, arthralgia, mass, hypoaesthesia, paraesthesia and endodontic procedure outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, endodontic procedure, fatigue, hormone level abnormal, hypoaesthesia, mass, menorrhagia, pain, paraesthesia, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment pain, menorrhagia, allergy: rash/skin condition, psych injury. The patient did not have her essure removed, however, is currently planning for removal due to pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, arthralgia, back pain, bladder disorder, dermatitis allergic, fatigue, hormone level abnormal, menorrhagia, pain, psychological trauma, tooth disorder, urticaria, weight decreased and weight increased, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. Events- ¿numbness in both hands , pins and needles in both hands, she had 4 root canal and 2 were in thesame mouth¿, source documents, reference from case (B)(4) has been transferred to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.